Event description:
It was reported that the device failed volume test. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Updated d3 - mfg establishment name one device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was a unknown. Upon further investigation, it was found that there were delaminated downstream occlusion and upstream occlusion seal. The downstream occlusion and upstream occlusion seal were replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.